Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. The was was attempted to be positioned in the laa, but the angle was causing an issue. A new watchman anterior curve truseal access system was then selected for use. The was was positioned in the laa, and a pigtail catheter was inserted. The pigtail catheter could not be seen on imaging, so contrast imaging was performed. At this time a pericardial effusion was discovered. All of the devices were removed from the patient and the physician performed a pericardiocentesis. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed. The patient did not recover from this event and the patient died.